Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: not applicable as there was no patient contact. Section b3: date of event: unknown; requested but not provided. The best estimate date is prior to apr 01, 2026 [alert date]. Section d6a. If implanted, give date: not applicable, as there was no patient contact. Section d6b. If explanted, give date: not applicable, as there was no patient contact. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a single-piece, preloaded monofocal intraocular lens (iol) was identified as defective during the surgical procedure. There was no patient contact. No further information was provided.